Event description:
A malfunction alarm was reported with no notable events preceding it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The malfunction code displayed was malf 13, which was not resettable. As a corrective action, tandem technical support arranged to replace the pump and confirmed the customer's shipping address. The customer was directed to put the pump into storage mode and return it using a pre-paid label within 10 days. Currently, no backup therapy is available, and the caller plans to consult their healthcare provider.